Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 178. Settings were adjusted and the customer continued to experienced elevated bgs. Reportedly, the customer continued to use the pump for insulin therapy.